Event description:
When filter was deployed in vessel, 3 legs struck together making the filter tilt. Physician snared the filter and placed another one without difficulty.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. Unfortunately, without the actual complaint device it is not possible to determine how the legs became crossed. However, the appropriate personnel have been notified regarding this matter.